Manufacturer narrative:
Additional contact: (B)(6).

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump exhibited a "no disposable-pump won't run" alarm. Air bubbles were noted. Per reporter the residual volume was 32.9 ml, rate 1.8 ml and given 49.1 ml. No adverse patient effects were reported. Per reporter no additional information is available at this time.